Event description:
It was reported that during an interventional procedure of the tortuous left anterior descending artery, after predilatation with an unspecified balloon catheter, the xience v stent delivery system (sds) was advanced, but could not cross the lesion. The sds was removed and a non-abbott guide catheter extension was advanced and placed followed by a second attempt to cross with the sds. It was noted that the stent implant was missing and had dislodged within the guide catheter. The sds was pulled back into the guide catheter extension and inflated. The guide catheter, extension, and stent implant were removed as a system. There was no reported patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible in the guide wire lumen, and on the stent, balloon, and shaft. There was contrast in the inflation lumen and balloon. This is consistent with preparation and the sds advanced into the patient anatomy. The stent was returned dislodged and located on the distal shaft proximal to the proximal balloon taper. There were bent struts the entire length of the stent. Crimp marks were visible on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The balloon was partially inflated, which is consistent with the reported information. The stent outer diameters could not be measured due to the damage noted. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the moderately tortuous anatomy contributed to the reported failure to advance. Additionally, re-insertion of the xience v sds and/or interaction with the tortuous anatomy/guiding catheter likely contributed to the reported stent dislodgement inside the guiding catheter and the noted stent damage. It should be noted in the xience v instructions for use (IFU) it states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Analysis noted multiple bends in the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported failure to advance or stent dislodgement. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. The reported failure to advance and stent dislodgment appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent damage. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.